Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one reload. Visual inspection of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the reload was fully fired. Functionally, the instrument was loaded with post market vigilance representative reloads. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. The reload was loaded into the subject instrument for functional testing. The reload was cycled without hesitation or binding. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Event description:
According to the reporter, during a lung resection, the device operator had fired ten reloads and on the 11th and 12th reload, the device operator felt the stapler was tearing the tissue. There were several staples left in the cartridge which were at the proximal end of the firing. The procedure was converted to a thoracotomy.